Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements prior to release. Analysis of the log files revealed a decrease in estimated flow starting on (B)(6) 2016 to a low of 2.8 lpm, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received, states that the patient presented on (B)(6) 2016 with left chest wall fluid collection which was drained and debrided on (B)(6) 2016. A large amount of necrotic tissue was removed. Wound cultures with citrobacter koseri. Inr was 2.5 on admission and ldh was in excess of 5500. Patient was on a heparin drip, 2b3a inhibitor adn aspirin. It is suspected that the patient had a pump thrombus, but official cause of death was cardiac arrest due to care being withdrawn. No autopsy will be performed and the pump will not be returning. No additional information provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Thrombosis and death are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient expired on (B)(6) 2016. Cause of death: low flows, presumed pump thrombosis ldh 5000s. Death was likely pump thrombosis. No additional information available.